Manufacturer narrative:
One device was returned for analysis of complaint of cassette not attached error. Investigation found defective downstream occlusion (dso) sensor issue. This is a reportable malfunction that could lead to an interruption of therapy. Review of event log found multiple occurrences of cassette not attached properly events. Review of service found no 12-month service history. Functional testing found the dso sensor unresponsive. Complaint of ¿cassette not attached error¿ confirmed through pump power up and 50ml. Found dso sensor unresponsive in visual inspection. Replaced dso sensor.

Event description:
One device was returned for analysis of complaint of cassette not attached error. Investigation found defective downstream occlusion (dso) sensor issue. This is a reportable malfunction that could lead to an interruption of therapy. There was no patient involvement.